Event description:
Boston scientific received information that the competitor right ventricular (rv) lead exhibited loss of capture and pacing inhibition with greater than two seconds of asystole. It was also noted that the patient received inappropriate tachycardia therapy due to the device oversensing the noise when the patient moved their arms and touched their pectoral region. Additional information from the field representative was received that the loss of ventricular capture was caused by radio frequency (rf) ablation energy that was performed due to ventricular flutter. It was noted that the loss of capture was resolved during the rf ablation burn, and subsequent burns did not cause any further pacing inhibition. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.